Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip would not hold. They opened a new one and it worked fine to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Returned empty. The analysis results found that the er320 device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Customer called to say that they were using one of our 250 ml cryocyte bags lot #h08i18104, and it leaked where the y connector and the tubing are connected. The product was tossed due to being used.